Event description:
The maestro straight m attachment was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that there is corrosion throughout the device. Corrosion limits the rotational properties of the components including the nose bearings which caused heat. The reportable event occurred during the service process.